Event description:
I had a device called essure put in me to prevent pregnancy and the device caused me to have a reaction and I ended up having to get it removed along with my uterus, fallopian tubes and ovaries. The essure coils caused this and I became septic and I almost died and had many surgery because of this. I am now in surgical menopause and have a big scar from all the surgeries. I have suffered so much from this device. This device ruined my life and shortened my lifespan. I am lucky to be alive. This device should not be put into humans. I lost my reproductive system over this. I have to be on medications everyday because of this. I have all my records if you need me to fax them or mail copies and tons of photos.